Event description:
After having several pediatric central lines calcify, even though the solubility curve provided by the ehr was appropriate, we determined that our ehr extrapolates the solubility line beyond the last solubility data point that is provided by the amino acid manufacturer. When performing the solubility calculation by hand we confirmed that the extrapolation was not accurate, and the ca:phos ratio was not soluble.